Manufacturer narrative:
Additional information was received, and section h 11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation reported by the patient. There was no report of serious patient harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's service centre for further evaluation. During the evaluation of the device at the manufacturer service centre, the device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service centre. The manufacturer service centre concludes that they couldn't confirm the customer's allegation and unit got scrapped due to bug infestation. Device serviced by 3rdp device avail. For eval (rfb), device available for eval? Date returned to mfg, device eval. By mfg (rfb), device evaluated by mfg evaluation method code, evaluation results code, component code and conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation reported by the patient. There was no report of serious patient harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.